Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site had multiple occurrences of recoverable error 23138 that occurred on universal surgical manipulator 1 (usm). Surgeon disabled the arm to continue the procedure with the remaining arms. Logs confirmed multiple recurrences of error 23138, indicating a motor encode failure on usm1, axis 5. Per subsequent follow-up with the customer, the usm could not be moved away easily due to it being disabled as instructed. Technical support engineer (tse) reviewed logs and noted that all cannula and sterile adapters, at the time of the call, had been removed. The procedure was continuing with no patient harm. An attempt has been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable error 23138, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the issue and replaced the universal surgical manipulator (usm) in accordance to with the procedure. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the patient's inability to tolerate a procedure change.